Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
.

Event description:
Customer reported the device alarmed for ail. The tubing was removed from the pump module, "flicked" to remove the air and the tubing came apart. The line was clamped at both ends, the IV set was replaced and the infusion restarted. No patient harm reported.

Manufacturer narrative:
Conclusion code: field left blank - no available code for undetermined or unknown cause. The customer¿s report of a tubing separation was confirmed. Visual inspection of the set noted it was separated at the engagement between the upper fitment and silicone segment. There were no other damages or issues observed. No functional testing was able performed on the set due to the obvious damage. The root cause of the customer¿s report was not identified.